Manufacturer narrative:
This report was previously submitted to the FDA as an importer. This was incorrect. This complaint did not contain an allegation of patient death or serious harm or injury but a possible malfunction only. Per title 21, part 803 this report should only be forwarded to the manufacturer.

Event description:
React health received a complaint from a durable medical provider stating that a patient claimed that their device's humidifier was getting hot enough to boil water and melt plastic. The device has been received by react health. The device has not been forwarded to the manufacturer or evaluated. A follow up report will be filed once the investigation is complete.